Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 where in the ipg was replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.